Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery reamer/drill device and the locking mechanism was stiff/stuck. It was further observed that the labeling was illegible and etching, and the device had component damage, a worn motor, and the device would not run due to a damaged electrical control unit. It was determined that the control was defective, and the tool coupling and pusher were stuck. It was further determined that the device failed pretest for marking and labeling, check the attachment coupling, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.